Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, a device check was performed due to the possibility of pacing failure of the lead being observed on electrocardiogram. At the device check, pacing could not be captured in both unipolar and bipolar and a decrease in sensed wave amplitude was noted. A computerized tomography (CT) scan was performed and the physician determined that there was the possibility of a perforation. The patient was transferred to a nearby hospital for a lead revision. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead revision was performed. The helix was retracted and the lead was pulled back. After the measurement results showed no abnormality, the lead was re-implanted at the septum.